Event description:
Related manufacturer report number: 2017865-2024-32791. It was reported during remote follow up that the atrial and ventricular lead exhibited oversensing due to noise. Lead on lead abrasion was suspected. No intervention was reported. There were no patient consequences.

Event description:
New information received noted further noise episodes. Noise reversions electrograms (egms) were turned off and high ventricular rate (hvr) storage was changed. The patient was stable and asymptomatic.